Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system soon after initiation, treated the event with oral glucose in the form of juice and glucose tablets, and sought guidance on meal announcement; a contemporaneous fingerstick read 93 mg/dl while the ilet display showed 51 mg/dl trending upward, and the user was advised that the system would dose appropriately as it continued its learning period. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment using oral glucose and no hospitalization. Investigation included user education and troubleshooting regarding hypoglycemia management, device learning period, and confirmation of glucose using a fingerstick. Investigation of this case revealed no device malfunction and was consistent with early adaptive learning behavior and sensor-to-fingerstick discordance that can occur during glucose transitions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.